Event description:
Reporter alleged discrepant back to back blood glucose values of 232, 277 &138 mg/dl when all test were performed within 5 minutes on the aviva system. The location of the testing was not provided. No actions taken or treatment received reportedly. A request was made for the return of the suspect device and replacement product was sent.